Event description:
Healthcare professional reported left side "rupture" and "exchange from textured to smooth implants due to concern with the product". Device remains implanted.

Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been replaced.